Event description:
The dealer describes an incident that occurred where a "boy fell out of the chair" and received a cut to the forehead that required 8 stitches to close. No other description of the incident was provided.

Manufacturer narrative:
Background information: please reference zippie voyage recall (res# 88257) regarding new remediation for this issue. This MDR is being filed due to severity of potential injury and updated risk file for this failure mode. While there is no design, manufacturing, or assembly malfunction, there is a known potential malfunction on the part of the caregiver when not adequately attaching the detachable seat from the early intervention stroller. Full details of the voluntary field safety notice are filed within sunrise medical recall file 2937137-6/28/21-001-c. Caregiver did not have tether installed. Zippie voyage owner manual (245797, rev. B, section viii: use & maintenance, page 15, section I: seating installation) states "using the latch lock: a. Before attaching or removing the seat to or from the base, the latch lock (k) must be slid to the right (unlocked position) as shown in fig 14. B. To prevent inadvertent activation of the seat latch, slide the latch lock to the left as shown in fig 15 after the seat is fully secured to the base (you cannot attach seat to base while lock is engaged)." And "b. Ensure all positioning straps and accessories are out of the way and will not interfere with the seat from fully engaging the receiver." Risk analysis (ufmea early intervention strollers master, risk ID 73) lists "seat system detaches from stroller base when in use" as a known failure mode. Unmitigated risk is scored as "unacceptable." Mitigated risk (addition of safety tether) is scored as "acceptable." Discussion: the description of the incident does not refer to any issue relating to the latching or attachment or detachment of the seat to the stroller base, but only refers to a fall out of the chair. A fall may occur in other circumstances, including those relating to user error. There is no confirmation of latch malfunction or malfunction of the stroller base through dealer investigation or user report. The mother does describe injuries that did require medical attention (stitches). Conclusion: while there may or may not be a malfunction of the device leading to falling out of the chair, due to the report of stitches and in an abundance of caution, this MDR is being filed. The voyage 2021 recall addresses the remediation of this device to the extent the fall out of the chair is related to seat detachment.